Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left implant rupture confirmed by (B)(6)."

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been replaced.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold, brown particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on radius assessed as unidentified (tear) opening. -missing shell assessed as inconclusive.